Event description:
A report was received via social media that the patient could not feel her feet. It was also noted that the patient had nerve damage both in her arms and legs. It was unknown if the symptoms were device related. No further information could be obtained.